Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) EKG reading has an error. There was no patient injury or harm reported.

Manufacturer narrative:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2023-04430.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4); mfg report number 2249723-2023-04430.